Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
A healthcare professional reported ¿an unk sizer was damaged within the maximum number of sterilization times¿. The device was not implanted after sterilization.received additional information from company representative sizer presented breakage at the 7th time sterilization within the upper limit of sterilization mixed sterilization 121,53 minutes,vacuum drying cycle134, damaged after 8 minutes.